Event description:
Customer had a low reservoir alarm and was not able to clear the alarm. Customer removed the battery and when putting it back in; he received a battery out limit alarm and could not clear it. Blood glucose value is 150 mg/dl. Customer stated none of the buttons are working. Customer does not recall any significant events leading to the keypad issue. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot, and cracked reservoir tube lip. No low reservoir alarm noted during our testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).